Event description:
It was reported that this event occurred in the cath lab. The cardiologist prepped the intra-aortic balloon (iab) catheter according to the instructions for use (IFU). The one way valve was connected to the drive line tubing and slowly aspirated for vacuum. The catheter was pulled straight out of the holding sleeve. After confirming that the catheter was wrapped, he tried to insert the catheter through the sheath per the IFU. When the distal portion of the catheter was inserted, the balloon membrane became unwrapped. As a result, the iab was removed while the sheath remained in place. A new iab was inserted through the existing sheath. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.